Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown. It also stated that the customer received no delivery alarm since (B)(6) 2017. The customer wanted to replace the insulin pump and it also stated that the they having battery issue. The insulin pump will not be returned for analysis.